Manufacturer narrative:
Calibration and control data are acceptable. A reagent issue can be excluded. The field service engineer replaced rinse tubing, the gear pump head, a nozzle tip, and a reagent probe. The cuvette wash levels were checked and adjusted. The investigation determined the service actions resolved the issue. The issue is related to the hardware, but a specific root cause could not be identified.

Manufacturer narrative:
As of (B)(6) 2024, the customer used creatinine reagent lot number 751734. On (B)(6) 2024, the customer switched to using reagent lot 801066. The reagent expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with creatinine plus ver.2 on a cobas 8000 c702 module. The first sample initially resulted in a creatinine value of 202 umol/l. The physician questioned the result. The sample was repeated, resulting in a value of 76 umol/l. The second sample initially resulted in a creatinine value of 663 umol/l. The date of sample testing is unknown. The physician questioned the result. The sample was repeated, resulting in a value of 52 umol/l. On (B)(6) 2023, the field service engineer exchanged rinse tubing. The gear pump head and nozzle tip were exchanged. The cuvette level was checked and adjusted. The gear pump pressure was adjusted. Mechanism checks were performed and no abnormalities were observed. The customer ran controls and these passed. The third sample initially resulted in a creatinine value of 378 umol/l on (B)(6) 2024. The sample was repeated, resulting in a value of 74 umol/l. No questionable results were reported outside of the laboratory for this sample.

Manufacturer narrative:
The field service engineer checked the analyzer on 26-aug-2024 and he replaced valves. The customer later received questionable creatinine results for five additional patient samples (samples 5-9). Sample 5 initially resulted in a creatinine value of 334 umol/l on (B)(6) 2024. The patient was sent to the emergency room for a checkup. A new blood sample was collected from the patient and this sample had normal creatinine levels. The patient was sent home. Sample 5 was then repeated on (B)(6) 2024, resulting in a creatinine value of 63 umol/l. After sample 5, the laboratory implemented a rule to repeat all samples with creatinine initially recovering > 100 umol/l. Sample 6 initially resulted in a creatinine value of 327 umol/l on (B)(6)2024. The sample was repeated, resulting in a value of 67 umol/l. No questionable results were reported outside of the laboratory for this sample. Sample 7 initially resulted in a creatinine value of 212 umol/l on (B)(6) 2024 and it repeated as 79 umol/l on (B)(6) 2024. Sample 8 initially resulted in a creatinine value of 305 umol/l on (B)(6) 2024 and it repeated twice as 80 umol/l on a second analyzer on (B)(6) 2024. Sample 9 initially resulted in a creatinine value of 305 umol/l on (B)(6) 2024 and it repeated as 80 umol/l on (B)(6) 2024.

Manufacturer narrative:
The customer stated they received questionable creatinine results for a fourth patient sample tested on (B)(6) 2024. The sample initially resulted in a creatinine value of 285 umol/l and it repeated as 87 umol/l. No questionable results were reported outside of the laboratory for this sample.